Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of etoposide 200mg in 0.9% nacl 500ml leaked onto the patient's blanket while connected to her. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: tevadaptor bag access adapter; 500 ml bag containing approximately 400 ml of etoposide 200 mg in 0.9% sodium chloride injection, usp (b. Braun 500 ml, ndc 0264-7800-10, ref l8001, lot number j6c293, exp: 09/2018); tevadaptor syringe adaptor; therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection of the suspect primary set underneath magnification observed that there was a tiny pin-hole on the top of the piston of the distal smartsite valve. Functional testing confirmed a leak at the location of the pin-hole on the distal smartsite valve of the suspect primary set. The root cause of the leak was a tiny pin hole on the top of the piston of the distal smartsite valve.

Event description:
The customer reported fluid ¿sprayed¿ from the end of the infusion set onto the patient¿s blanket and possibly pant leg and leg during an infusion of etoposide 200 mg in 500 ml of 0.9% nacl. There was no patient harm.